Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed no discrepancies. During functional testing, no discrepancies were found. The failure mode was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: model number, lot number, expiration date, UDI, g4: 510k, and h4: manufacturer date are unknown.

Event description:
It was reported that the pump did not recognize the cassette when attached. A new cassette was used, and the issue resolved. No patient injury was reported.